Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. One catheter and the device handle were returned. The second catheter was not provided in the return. The handle was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The co2 audibly discharged during deactivation. Powder was observed on the exterior of the device and catheter. However, the returned catheter does not show evidence of use. No powder was noted within the catheter and no discoloration of the catheter was noted. A visual inspection confirmed that the catheter has kinked 5.5cm, 135.1cm, 135.8cm, and 136.7cm distal to the red catheter hub. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of the catheter being kinked. We could not conduct a complete investigation because the second catheter was not returned for evaluation. A definitive cause for this observation could not be determined, however, the kinks can occur during packaging, during handling by the user, or during return shipment. Manufacturing personnel were made aware of this report in an effort to heighten awareness. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for an endoscopic procedure to treat stomach bleeding, the user selected a cook hemospray endoscopic hemostat. It was reported that when unpacking it was noticed that both catheters were kinked. It was not possible to apply the powder. Another package was then opened and the procedure was successfully completed. The kinks were identified prior to use, there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.